Manufacturer narrative:
Additional/updated information was added to reflect the right side frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the metal was torn away from the weld at the bottom rear, and there was a broken weld at the arm gusset/tubing. An expanded evaluation was performed. The expanded evaluation report confirmed that there were two broken welds at the two points of connection where the back cane was welded. However, the underlying cause could not be determined.

Event description:
Dealer states that the frame is broken at the bottom right rear end of the frame where the up tube of the back meets the bottom.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states that the frame is broken at the bottom right rear end of the frame where the up tube of the back meets the bottom.